Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 51 uhr component. Additionally an unknownn 26 +5 head was reported. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Dditional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Removed a 26 plus 5 head and a 51 uhr component and replaced with the same. Patient was infected. Right hip.